Manufacturer narrative:
At the completion of the complaint investigation, based on the information received, the clinical evaluation was able to confirm a type 1b endoleak. There was also evidence to support the following observations; at implant a type 2 endoleak from lumbar arteries, a possible type 1b endoleak and/or a possible type 3b endoleak of the main body; at one month post initial implant the graft was relined with ovation stents and a non-endologix stent to repair a ruptured left external iliac artery. The clinical evaluation additionally found the following potential contributing factors to the reported event; off label use due to patient anatomy, significant calcification in the iliac arteries, significant calcification in the aortic bifurcation, antiplatelet therapy, and an untreated or possible misdiagnosed type 1b and/or type 3b endoleak at implant. The review of the manufacturing lot confirmed all devices met specifications prior to release. The event devices remain implanted in the patient and were not available for further evaluation. The root cause of the reported event is unknown. There is not enough information to determine the root cause of the reported event at this time.

Event description:
Additional information received through clinical evaluation, the patient had a secondary intervention where the physician relined with ovation devices to seal the endoleak.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
It was reported the patient had an initial procedure on (B)(6) 2016 with a bifurcated stent and a suprarenal aortic extension. Upon follow-up, computed tomography (CT) revealed a type 1b endoleak from right common iliac. The patient is in stable condition. Subsequent endovascular repair has been scheduled but not yet completed.